Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation confirmed the user's claim of image loss. The outer tube was noted to be severely bent and had multiple dents on the exterior of the outer tube, including some near the location of charge coupler device (ccd). There were additional dents on the light guide cable and video connector, a small cut on the light guide cable, and the unit failed light transmission testing. The cause of the user's experience was attributed to physical damage, likely due to user handling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic laparoscopic hysterectomy, the image was lost and could not be recovered. The device was completed with a different, but similar device. There was no allegation of patient injury reported.